Manufacturer narrative:
Result: foot board shell.

Event description:
It was reported by service report that the pump rack is broken off of the foot board. It is unk if there was pt involvement or if there are adverse consequences to report.